Manufacturer narrative:
Returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices had the issue? Please provide quantity. What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04246.

Event description:
It was reported that a patient underwent a robotic urological procedure on (B)(6)2023 and suture clips were used. During the procedure, when applying the lapraty to the suture some will clip, some won¿t clip, and some will clip then unclip themselves. Type of suture being used during the procedure is unknown. Surgeon worked through the case using the same clip applier and multiple clips to complete the procedure. There were no adverse consequences for the patient. One device will be returned. No adverse patient consequences were reported. Additional information was requested.